Event description:
Related manufacture reference number: 2017865-2022-48894.it was reported that the patient presented during leadless device implant procedure. During procedure, it was noted that the leadless pacemaker failed to position properly. During reposition, the protective sleeve failed to advance due to misconnection between the docking button and docking cap on the delivery catheter. The physician attempted to separate the delivery catheter and leadless pacemaker but was unsuccessful initially as the leadless pacemaker did not activate and separate from the delivery catheter properly. After separation from the leadless pacemaker, the delivery catheter was withdrawn from patient and it was noted that the tethers had fragmented and remained on the leadless pacemaker. A retrieval catheter was then used to withdraw the leadless pacemaker. The procedure was completed with a different leadless pacemaker on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of diffiucult to separate and unable to dock were confirmed while the reported event of protective sleeve would not advance was not confirmed. As received, a complete catheter was returned. Visual and x-ray examination found the tethers and torque shaft coil were broken in the transition zone consistent with procedural damage. No other anomalies were identifed.